Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 5092-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted. The right atrial (ra) lead and right ventricular (rv) lead were capped. The ipg system was replaced. No further patient complications have been reported as a result of this event.